Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's previous pump had shut off "a couple of times" but the health care provider (hcp) was able to "catch it and turn it back on". The event was following an MRI and "they thought they turned it back on and apparently it didn't turn properly and I don't know". It was then confirmed the hcp had not turned the pump off prior. The pump reportedly did not turn back on by itself after the MRI. It was confirmed the reporter meant the pump stopped and someone had to actually physically turn it back on. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the pump did not stop. The medications in the pump were fentanyl 2400 mcg, morphine 20 mg and bupivacaine 6 mg/ml.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6 )2004 explanted: (B)(6) 2010. Product type: catheter. (B)(4).